Manufacturer narrative:
On april 26, 2025, mentor received additional information regarding the capsular contracture's baker grade. The capsular contracture's baker grade was reported to be baker grade 3. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2025, the mentor failure analysis lab has received the device for evaluation. On june 04, 2025, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 355cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).